Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2008, the pt underwent repair of an abdominal aortic aneurysm. On (B)(6), 2010, the pt had a f/u computed tomography which revealed a proximal type I endoleak. On (B)(6), 2010, the pt underwent a reintervention where an aortic extender component was implanted. The endoleak was resolved and the pt tolerated the procedure.